Manufacturer narrative:
Initial.

Event description:
It was reported that a caregiver stated the ilet charger stopped charging the pump after approximately two years of use, despite attempts with multiple outlets and with the pump out of its case and screen facing up; a replacement charger was arranged. Symptoms included none. Outcomes included no clinical impact. Investigation included remote troubleshooting and education with the caregiver. Investigation of this case revealed a charger that was not charging, consistent with a suspected charger malfunction. It was concluded, based on previously established findings for similar reports, that the cause was product component failure over time.